Event description:
Patient foot of bed found to be saturated that was under IV site. Assessment by staff found a leak in the t-connector just below injection port. T-connector replaced without any further incidents. This leak caused patient to miss medications.